Event description:
It was reported that when a symptomatic patient with fatigue presented in emergency room, post-sensed t-wave oversensing along with significant electrolyte imbalance was noted. The patient was admitted to hospital and treated for electrolyte imbalance. The patient was intubated to address heart failure symptoms that were unrelated to the device. The programming changes were made. The patient was discharged and transferred back to long term care center.